Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2022, it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached while cooking. The patient's blood glucose was 60 mg/dl. The site location was the patient's leg, and the pump was in the pocket. The infusion had been used for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. However, there was stress or pull on the tubing, as it was attached to a drawer, but the pump was not dropped with the set connected to their body. No further information available.